Event description:
The technician reported the brakes are not holding. The stretcher was located on the 1st floor at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake pads are not making full contact with the wheels due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician adjusted the brake pads to resolve the issue. Based on this information, no further action is required.